Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 10 infusions set tube leakage at site event on 26-nov-2023. Infusion set has been used for 1 -2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.